Event description:
It was reported that during an undefined surgical procedure the motor device was "overheating". The planned surgical procedure was completed without delay. A spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  An assessment was performed on the device which found that the motor was getting hot.  Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be due to excessive force.  If additional information should become available, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.